Manufacturer narrative:
Additional information: section d.9. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on june 18, 2026. The explanted device was received at the company on may 28, 2026 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.